Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument used with mcs tip cover accessory to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure the orange was showing once the tip cover accessory was on the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the customer was loading the scissor tip insulating sheath onto the robotic monopolar curved scissors instrument from their robotic urology instrument tray. Once it was fully loaded over the tip, they noticed the orange end was not fully covered. It looked like a small part of the grey edge of the distal end of the working length of the shaft was broken. They tried to push down farther to make sure they had the scissor sleeve as far as it would slide, and it was fully seated down leaving some orange part exposed. No arcing occurred. The customer immediately passed the instrument off to the rn and requested the peel pack they had in the cabinet as back up. This was not used on the patient. This all occurred before the patient was in the room.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of scratched main tube extension to be related to the customer reported complaint. The instrument exhibited scratch marks/abrasions on the orange plastic/brown, and the scratch marks measured roughly 0.0450¿ x 0.0290¿. There was not any material missing.

Event description:
Refer to h10/h11 for follow-up information.